Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) intrinsic amplitude out of range as the amplitude decreased from 17.1 mv to 2.0 mv. The stored electrogram (egm) also shows undersensing followed by loss of capture in the lv channel. Further assessment and monitoring of the lv sensing was recommended. The crt-d remains in service. No adverse patient effects were reported.